Event description:
The needle was deployed in place and the tumor ablation was performed. Then the prongs were pulled into the needle (undeployed), repositioned into a different segment of the tumor and deployed again. When the needled prongs were pulled into the shaft again (undeployed), the control panel of the machine gave an error message and when the needle was removed, a small piece of one the needle prongs was missing. CT showed the small piece sitting in the pleural space adjacent to the tumor. The piece appears to have broken off during the second undeployment.